Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. Blood glucose less than 70mg/dl, but greater than 40mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/14/2015 with the following findings: the reported issue could not be adequately investigated due to an unrelated blank display issue; no conclusions could be determined in regards to the reported issue. The battery compartment and cap were observed to be free of damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of damage or defect of the power circuit was found. The display screen was observed to be cracked/damaged; this device failure caused the blank display issue. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.